Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent two surgical interventions (in february and march) for a pocket decubitus/device erosion. The device and electrode were explanted in october due to another decubitus. No additional adverse patient effects were reported.